Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a time/ clock anomaly. The customer reported that the time was off by 10 minutes and the alarm history did not have any related alarms on the insulin pump. The customer also reported three crack on the insulin pump around the reservoir area. The customer reported unexplained high blood glucose. The customer 's blood glucose was 4.6 mmol/l at the time of call. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit programmed correct time/date and monitored 10 days. No time/clock anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.